Event description:
Healthcare professional (hcp) reports 2 incidents of excess fluid removal during hemodialysis treatment on 2 unknown reuse numbers. The pts' symptoms included nausea, cramps and dizziness. Pts were administered normal saline as fluid replacement. At this point the pts are fully recovered. No further info regarding these pts' pre-treatment and post-treatment weights are available at this time.